Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from the device was reported to have been performed. This device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.